Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date the patient began treatment for the peritonitis with injection vancomycin, 2 grams, and gentamicin, 20 mgs, (frequencies and routes were not reported). No further detail was provided regarding whether the patient was hospitalized for the event or if dianeal therapy was ongoing. The outcome of the event was unknown. No additional information is available.